Manufacturer narrative:
Device alarmed no motor movement during the rewind. Per visual inspection parts of the rubber part of the home motor switch wore off. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement. Motor was tested outside device, and it failed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer could not complete the set change as it was shown that it was dine with rewind but the piston did not move and it did not retract back. Troubleshooting was not performed and the device is not expected to be returned for analysis.